Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2021-00543. It was reported the patient had infection at the lead site. In turn, the system was explanted to address the issue.